Manufacturer narrative:
The following sections were updated/corrected/added: b4, e1, g3, g6, h2 and h11. Physician and hospital information in e1 was corrected.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(6). Upon product evaluation, it was found that the eyelet orientation was incorrect, which has previously led and could lead to the inability for the implant to elongate. Although this did not occur, the event is being reported based on the specific failure and potentiality for injury if the device were unable to elongate as a result of the confirmed manufacturing non-conformance. The complaint for actuation wire breaks during repositioning was confirmed with objective evidence of the returned device. Per the event description, it was observed through x-ray that the actuation wire broke after a couple of times of repositioning the device. The device was then retrieved under echocardiography and fluoroscopy guidance without any problems, and a new device was implanted with a very good outcome. Evaluation of the returned sample confirmed the actuation wire was broken and no longer connected to the implant. During the investigation a manufacturing non-conformance was confirmed on the returned sample. Assembly of the eyelet component was found to be in the incorrect orientation. A representative sample was tested with the eyelet in the incorrect orientation and multiple attempts at repositioning were attempted. The conclusion of this study confirmed there was no direct correlation between the manufacturing non-conformance of the eyelet orientation and the actuation wire break. The actuation wire break leads to the loss of actuation however, the ability to retract the wire and bail out the system is maintained. This event is not clinically significant to require an additional intervention beyond medical management, (transient or minor and therefore is not considered a serious injury). An actuation wire break can occur due to over-elongation of the system combined with other contributing factors. No over-elongation of the device was confirmed procedurally, both the actuation wire and hard stop component were manufactured to the correct specifications, therefore, a definite root cause is unable to be determined. A separate manufacturing non-conformance, (incorrect eyelet orientation), was confirmed through the complaint investigation; however, this non-conformance was determined to have not been correlated to the actuation wire break event.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, it was observed through x-ray that the actuation wire broke after a couple times of repositioning the device (closing, capture ready, elongation). No bending was observed on the wire during device preparation. When inserting the implant system (is) into the atrium, it was observed through fluoroscopy that the implant was completely exposed out of the guide sheath (gs) and after that it was closed. The wire was pointing out of the pascal by closed device. No resistance was felt on the actuation knob at any point of the procedure. The device was then retrieved under echocardiography and fluoroscopy guidance without any problems, and a new device was implanted with a very good outcome. The device was bailed out in closed position, as it was not possible to elongate due to the actuation wire being outside from the nut of the ace device. As reported, the physician did everything standard and normal, and the root cause of the event was unknown. The patient's heart rate was 140 beats per minute. Starting mitral regurgitation (mr) grade was 4, and final mr grade was 2. During the initial internal observations of the product evaluation, a manufacturing non-conformance was confirmed on the complaint unit. The eyelets were flipped, so they were found to be in the incorrect orientation. Additionally, catheter compression was also noted.